Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the source of the leak was the I- beam tubing at pv3. Fse replaced the tubing and performed a mini preventive maintenance (pm) on the front part of the cbc module. No further evidence of leaking was observed. The cause of the leak is attributed to the tubing at pv3. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 500 hematology analyzer was leaking from pinch valve (pv) 3. Pv3 is the pathway from the wbc aperture to the waste chamber vc1 in the cbc module. The volume of the leak is unknown. The customer was wearing personal protective equipment (ppe) including a gown, gloves and goggles at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.